Manufacturer narrative:
Date of event and date of death unknown, both were estimated.

Event description:
It was reported that a patient death occurred. It was reported via social media that "the patient passed away after the watchman closure device was implanted in them."